Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad. One day post index procedure, patient suffered from perioperative myocardial injury. Cec adjudicated non-q-wave mi of the target vessel (lad) and side branch occlusion of diagonal on same day as index procedure. Investigator and safety assessed that the event was unlikely related to index device and not related to antiplatelets medication. Patient is recovering.